Manufacturer narrative:
The user reported sensor error due to incompatible ios. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, their spouse reported an unspecified issue with the adc device in use with iphone (unspecified model) with an unknown ios version. It was indicated that the customer's "app broke," so the adc device stopped working. Furthermore, it was stated that the customer's iphone was incompatible with the freestyle libre 3 application. There was no report of third-party treatment due to this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, their spouse reported an unspecified issue with the adc device in use with iphone (unspecified model) with an unknown ios version. It was indicated that the customer's "app broke," so the adc device stopped working. Furthermore, it was stated that the customer's iphone was incompatible with the freestyle libre 3 application. There was no report of third-party treatment due to this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 1 of 2 MDR submissions.)